Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that they have an occipital nerve stimulator. Recently, they have been getting shocked when they touch their very old refrigerator and metal counter edge at the same time. It shocks their hand. They do not feel it in their leads. However, their husband has only been shocked once no matter how many times they touch the same two surfaces. The patient was wondering if they were getting shocked because of the electrical current in their stimulator or just because their refrigerator is really old. Patient services advised that the patient call for further assistance and also provided the patient with information from the patient manual regarding compatibility and safety guidelines. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they bought a new refrigerator and since then the issue has resolved and they were no longer getting shocked. No further complications were reported.